Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited right ventricular pacing impedances greater than 2,000 ohms. It was reported that this patient had not been checked routinely and this observation was discovered during a patient hospitalization for heart failure. The impedances were noted to be out of range since shortly after the implant of this device, approximately one year ago. The pacing thresholds had also increased. No noise was reported on the electrograms and the patient does not required pacing and has an intrinsic rhythm. Boston scientific technical services (ts) discussed troubleshooting efforts that this could be either a lead issue or a connection issue. The physician at this time plans to continue to observe. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that this patient underwent a revision procedure and upon pocket opening it was determined that the setscrew was unfastened. The physician believed that the setscrew was not properly screwed down since the original implant. This product was surgically capped and abandoned. No further complications or adverse patient effects have been reported.